Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03913. It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, noise reversion was noted on the right atrial and right ventricular leads. Noise resulted in oversensing on both the leads. The patient presented for pacemaker replacement procedure due to normal eri. Noise reversion was again noted prior to procedure on the right atrial and right ventricular leads. The physician decided to explant both the leads and replace with a new system. When the pocket was opened, extraction seemed to be risky. Since the patient was in atrial fibrillation most of the time, the right atrial lead was retained, and the right ventricular lead was capped on (B)(6) 2019 and a new ventricular lead was implanted. The patient was stable post procedure.